Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 57 year old female patient presenting for cardiomyopathy. During escalation from an impella cp to an impella 5.5 pump, an infection was discovered at the femoral access site. Antibiotics were administered to the patient and a wound vac was utilized to aid in the treatment. The impella cp was subsequently explanted and the planned escalation to an impella 5.5 pump was completed.